Manufacturer narrative:
The device has not been received for eval as of yet. The device is expected to be returned. A follow up report will be submitted once the product is received, and an investigation is completed.

Event description:
It was reported that following a shoulder surgery, pt wore a painpump for post operative pain relief. While the nurse was removing the catheter, it was noted that the catheter had broken just below the skin surface. It was estimated that approx 5cm of the catheter remained inside the pt's shoulder. A second surgery was done to remove the broken piece of catheter.